Event description:
Pt has been revised due to dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notifty the FDA of the results of this investigation once it has been completed.